Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the device stopped working in (B)(6) 2018. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device stopped working in (B)(6) 2018. Re-implantation will be scheduled.